Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs revealed multiple occurrences of sf179, however, sf179 was unable to be duplicated. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable with a red screen and displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.